Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the controller and lvad periodic log files associated with (B)(4) (lvad) revealed timestamp behavior that was consistent with a controller exchange performed at some point between 22:59:25 on (B)(6) 2022 and 08:40:54 on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted from the new system controller. The submitted controller periodic log file contained data spanning 18 days ((B)(6) 2022per the timestamp). The data was captured at 1-day intervals. It should be noted that the file contained 20 lines of data and that the first line of data was captured as record number 1, indicating that this controller had only been in use for approximately 20 days. The pump appeared to function as intended at the set speed. Additionally, the lvad periodic log file contained data spanning 255 days ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The data was captured at 1-day intervals. The log file captured a missing event between the events of (B)(6) 2022 at 22:59:25 and (B)(6) 2022 at 8:40:54. Since the log file was capturing data at 1-day intervals, a data event should have been captured on (B)(6) 2022. This timestamp behavior, along with the timestamp behavior captured in the controller periodic log file, is consistent with a controller exchange. Multiple attempts were made to obtain additional information about the reported event such as if a controller exchange took place between (B)(6) 2022, what troubleshooting was performed before the exchange, if the exchange resolve the issue, if there were any adverse events associated with the exchange, and if the controller will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.